Manufacturer narrative:
One medfusion 4000 pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed evidence of the reported issue. An occlusion test was performed to further investigate the reported issue. Investigation was unable to duplicate the primary audible alarm background during occlusion test; the speaker test was at level 1 the value is 9-9 (the valid range 9 to 20), at level 5 the value is 157-162 (the valid range is 130 to 245). Speaker level set at 2, test value 17-17 (valid range is 16 to 40). To correct the reported issue, engineers replaced the speaker, and glued j9 connector (fully seated and properly glued 3 surfaces - both side). Performed pm maintenance and all functional testing.

Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the pump gave a primary audible alarm bride test. It is unknown if there was a patient, or clinician injury associated with this occurrence. No further information is available.